Event description:
During a routine check of the iabp, the customer observed that the iabp connector was broken. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconformances in the DHR related to the reported event. Unit was connected and damaged ibp connector was replaced. Full calibration, functional testing and safety checks to factory specifications were performed. The unit was returned to the customer. The broken part was disposed at customer site. (B)(4).